Manufacturer narrative:
Patient was asymptomatic; however, hospitalization was required with changes to treatment due to the event. The pump remains implanted and is therefore not available for analysis. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Manufacturer narrative:
The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Pump (B)(4) was not returned for analysis as it remained implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed low flow alarms on the event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported, the suction event(s) were resolved after manually adjusting the speed of the pump. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported via the (B)(4) study that when the patient was admitted for possible heart transplant the lvad interrogation showed multiple low flow alarms beginning three days prior to admission with flows to 1.8-1.9lpm. The patient reported that increased fluid intake did not resolve the alarms. He further reported that low flow alarms seemed to be related to position and were worse in the morning after getting up. He denied lightheadedness or dizziness." A routine chest CT completed the day of the alarms showed, "lvad well positioned. No evidence of outflow graft thrombus." Log files showed normal power consumption with low flows and intermittent suction. The day after admission the speed was decreased empirically from 2820rpm to 2780rpm with improvement of flows to mid 3's (lpm). The patient remained asymptomatic, with no further low flow alarms and flows in the 3's (lpm). The potential donor heart was turned down after admission and the patient was discharged home three days after admission.